Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a pump bolus calculation issue. The reporter indicated that an ez-bg bolus was calculated by the pump for 3.5 units which was cancelled, then a few minutes later calculated the same bolus as 0.5 units. No troubleshooting was able to be performed during the contact. Animas attempted to follow up with the reporter but was unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.